Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the left ventricular (lv) lead was not programmed off and still active as of the present time. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this left ventricular (lv) lead a diaphragmatic stimulation by the abdomen and thumping in on the chest and reprogramming was made and resolved. However, the symptoms reoccurred. Patient was suggested to have this lv lead turned off. As of this time, this lv remains in service. No additional adverse patient effects were reported. Additional information received which indicates that lv lead is still on and active with no stimulation as of the present time. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report

Event description:
It was reported that the patient with this left ventricular (lv) lead a diaphragmatic stimulation by the abdomen and thumping in on the chest and reprogramming was made and resolved. However, the symptoms reoccurred. Patient was suggested to have this lv lead turned off. As of this time, this lv remains in service. No additional adverse patient effects were reported.